Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause was unknown. They were unsatisfied with the result of the implantation of the stimulator. They didn't know what adjustments to make on the programmer. The patient finally met with pain management and a representative to make a basic change in program. Therapy (pain) and buzzing are much better now.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. The reason for call was the pt rep said that the pt feels "buzzes once in awhile on and off, day and night so we wanted to know if stimulation is on all the time". They said "the buzzes are ok but we wanted to get it more effective, we are a little disappointed so far, its helped but not completely". They said it hasn't helped as much as they wanted, since the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.